Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the cassette did not attached properly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched ldc lens and rear label, worn uso seal and a lifted dso seal. The tamper seal was removed. A functional test was performed and the reported issue was duplicated. During the functional test, a "cassette not at attached properly, reattached cassette" was found, and the pump alarmed when the cassette was attached properly. The reported issue was related to an inoperable dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.